Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation papers allege patient suffered past and future medical expenses, attorneys fees and costs, pain and suffering, disability, impairment, loss of function, use and range of motion, decreased and poor hip performance and longevity, gait disturbance, loss of enjoyment of life, emotional distress, metallic and other particulate contamination of the blood and the body, exacerbation of underlying hip joint disorders, internal scarring, and irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones and soft tissues of the hip joint and surrounding areas, along with past and future loss of wages, impairment of earning capacity, employment and employment opportunities, decreased work life expectancy. Update rec'd 7/21/15 - der with medical records received. Sales rep reported revision surgery. Patient was revised to address pain due to a fall and elevated metal ion levels. The cup, head, sleeve, and stem are now being added to the complaint. The complaint was updated on: 7/27/15

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).